Manufacturer narrative:
(B)(4).

Event description:
It was reported "the balloon damaged". When additional information was asked to clarify the failure, the customer responded "rupture". Therapy was continued by removing the catheter and replacing it with another to continue therapy. No patient injury or consquence reported. The patient's current condition is reported as "fine".

Event description:
It was reported "the balloon damaged". When additional information was asked to clarify the failure, the customer responded "rupture". Therapy was continued by removing the catheter and replacing it with another to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn #(B)(4). The reported complaint for iab "rupture" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.